Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. The patient experienced lower abdominal pain, reoccurrence of stress urinary incontinence, infections, and urinary problems. (B)(4) ¿ urinary problems.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy, right ureteroscopy, right double-j ureteral stent placement on (B)(6) 2014 due to right ureteral calculus. It was reported that the patient underwent right-sided extracorporeal shockwave lithotripsy on (B)(6) 2014 due to right 5 mm upper pole calix. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that followung insertion the patient experienced extrusion, bowel problems, recurrence, neuromuscular problems, and vaginal scarring.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.